Event description:
Reporter alleged blood glucose measured 583 mg/dl back to back with a result of 190 mg/dl, when testing was performed 2 minutes apart. No actions were taken or treatment reportedly received as a result. A request was made for the return of the suspect device and replacement product was sent.